Event description:
Started experiencing extreme fatigue, shortness of breath, chest pain, nausea, pain, high blood pressure, heart arrhythmia, dizziness, numbness in extremities. Burning in extremities, weight loss, gi problems, brain fog, headaches, chills, low grade fever, pain in neck, lymph nodes, inability to work. I have trouble completing my dailies such as brushing my teeth, showering, cooking. I can't walk up steps. FDA safety report ID # (B)(4).